Event description:
After further review, it was reported that the patient was ¿having problems¿. It was noted that the patient feels a ¿knife like¿ and stabbing pain. It was noted that the patient was irritable, anxious, miserable and can¿t do much activity. It was noted where the wire was located that it¿s pulling when the patient moves. It was also reported that the patient shocking comes "some place else".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's trial began on (B)(6) 2013 and he was supposed to get the permanent implant the day after the report. However, the patient was in the health care provider's (hcp) office the day before the report and was treated for an infection. The patient got some medicine and was scheduled to see his hcp (B)(6) 2013 to see if the infection cleared. The patient also stated that the area where the lead goes into the butt cheek was red, hurt, and painful. The patient stated that the device was great and helped with his symptoms. Two weeks later it was reported that perioperative antibiotics were administered. The date of onset or diagnosis of the infection was (B)(6) 2013 and it was not meningitis. The signs and symptoms of the infection were redness, swelling, and pain. It was primarily located at the lead track on the "skin of the buttock." No culture was obtained. Oral antibiotics were given and the infection resolved.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2013, product type lead. (B)(4).